Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations for both products. The reported products were reviewed for compatibility with no issues noted. Review of the complaint histories found no additional related complaints for this item and the reported part and lot combinations. Medical records were not provided. It is noted in the diligence that the surgeon suspects a patient fall which caused the glenoid fracture, the patient though did not recall experiencing a fall therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
It was reported that a patient underwent an initial implantation. Subsequently, the patient underwent a revision one year later due to a fractured glenoid bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: nvers/revers scr, #item 0104223030, #lot 3151019 15mm post length base plate, #item 00434901500, #lot 65901222 comp vrs bone and imp mdl, #item 110031178, #lot 66860970 2.5mm ã¿ pin, #item 47430902501, #lot 65852912 modular humeral head , #item 00430004627, #lot 63257297 12mm ã¿ 130mm length humeral stem, #item 00434901213, #lot 65990432 dual taper insert, #item 00434903700, #lot 65361565. Genex 10cc kt w/bead mold tray, #item 910-010z, #lot gb230102. Therapy date: (B)(6) 2024. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.